Event description:
The user facility reported distorted image, green flickering and flickering on the surgical display monitors connected to their hexavue custom room rack. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the field monitors needed reset and configured and the cxps output card needed secured and tightened. The technician reset and configured the field monitors, secured and tightened the cxps output card, tested the function and operation of the units, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.